Event description:
It was reported the cs had perforated with a small pericardial effusion, verified by echo, with no tamponade. A repeat echo later showed no effusion and no tamponade. No further patient complications have been reported.

Manufacturer narrative:
This event occurred more than two years ago, and the event is considered resolved. No follow up will be done with the user facility.